Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture and shaft break occurred. The patient underwent a chronic total occlusion (cto) procedure. A 5.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during post-dilation, the balloon maintained a pocket of fluid at the distal end of the stent balloon, and it was also noted that the shaft sheared and broke into two pieces. The patient condition was stable post-procedure.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd mr us 5.00 x 28mm stent delivery system (sds), was returned to the complaint investigation site (cis). A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break in the midshaft 124.5cm distal to the distal end of the strain relief, the inner lumen stretched 8.5cm from the tip and the distal shaft stretched 25cm from the distal tip. No stent was attached to the balloon or returned with the device. The balloon had been subjected to positive pressure and crimp marks visible however there were no tears or pinholes observed. Bumper tip showed no signs of distal tip damage. Inflation attempt could not be performed due to the damage present in the distal shaft. Dimensional analysis included measurement of the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture and shaft break occurred. The patient underwent a chronic total occlusion (cto) procedure. A 5.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during post-dilation, the balloon maintained a pocket of fluid at the distal end of the stent balloon, and it was also noted that the shaft sheared and broke into two pieces. The patient condition was stable post-procedure.